Manufacturer narrative:
(B)(6). Patient weight not available from the site. The logs from the navigation system were evaluated by medtronic personnel. The analysis found a truncated xsession file which indicates a possible unexpected exit, however the logs provided no additional insight into the probable cause of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. Restarting the navigation system and using a new patient tracker resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The rep was unable to replicate the reported issue and the system was found to be fully functional.